Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged into the coronary sinus. The lead was explanted and replaced on (B)(6) 2015. The condition of the patient was good before and after the procedure.